Event description:
Peripheral IV placed via ultrasound using a technique called accelerated seldinger(ast). The nurse retracted the device by grasping the catheter pulling it back over the needle approximately 0.5 cm. On inspection of the device 0.5 cm was missing from the end of the catheter. Unable to visually determine if it fell on the bed on removal, the rn responded immediately notifying the nurse manager for direction. They physician was notified and x-rays were ordered as recommended. The medical director was notified and collaborated with the care and treatment recommendations. The foreign body was identified in the soft tissue vs the vessel, via x-ray of arm. Chest x-ray was negative for foreign body. A CT scan was done to further define the location of the catheter tip. The patient was made npo for local anesthetic removal in operating room . Patient tolerated the removal procedure and was discharged to home in stable condition the following day.